Event description:
It was reported that a user experienced hyperglycemia after announcing a dinner meal on the ilet, with glucose readings reaching approximately 315 mg/dl and remaining elevated despite a brief downward trend; the user had been disconnected from the pump for about 30 minutes during a shower and later performed an infusion site change with a new set, after which insulin delivery was resumed. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and there was insufficient information to determine a specific medical device problem or implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.